Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a blurred image. There were no reports of patient involvement.

Event description:
It was reported the subject device had a blurred image. This event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to the initial MDR. Updated fields: b5, d4, and ge. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, there were no reportable malfunction found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.